Event description:
Allegations of migration of implant, increased pressure, pain and heaviness through breast radiating into upper back, shoulder and arm, arthralgias, atypical rheumatic syndrome, myalgia, chronic fatigue, depression, tinnitus, recurrent headache.